Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of foreign body reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient/device incompatibility, foreign body reaction.

Event description:
Healthcare professional reported "exposed implant". Later healthcare professional reported "deflated saline device from the exposure". Later healthcare professional reported "disruption of the incision", "implant was exposed", "capsule was naturally very thick and inflamed due to the recent irritation". This record is for the right side. Device was explanted.